Event description:
During a procedure, both the head and leg portions of the table began to rise, putting the pt in a "u" position. The operator was unable to lower the table. The pt was under anesthesia at the time. The facility has been unwilling to provide any further info with regard to the pt's condition or the affect on the procedure.

Manufacturer narrative:
A steris service technician inspected the table after the incident and found that the shroud was pulled off and the bellows cut part way off. The shroud mounting bracket was bent up. All auxiliary override switches were down and would not come up and the assembly had two switches which were cracked on the back. Hydraulic lines were cut and fluid was on the floor. Warning labels on the table and in-service training by steris corporation emphasizes that no objects should be placed on the base of the table to avoid damage to the shroud which protects the electric and pneumatic components. The biomedical technician had previously requested, and steris provided, a second set of the warning labels for the table base foot section on seven (7) of the eight (8) tables at this facility. A review of the service record for this table shows two previous service calls regarding an arm board caught under the shroud and a power cord pulled from the socket. Five (5) weeks prior to this incident, during a preventative maintenance visit, the steris technician repaired and straightened the shroud on the table involved and straightened the shroud on all other tables at the facility. The override switches on this table were not damaged at that time. After this incident, the hospital requested the steris technician to do preventive maintenance on the rest of the 3085 tables. He found and removed, armboards and pumps from under six (6) of the remaining seven (7) tables at the hospital. The steris sales representative will schedule additional in -service training.

Manufacturer narrative:
The cause of this event appears to be misuse of the device - i.e., setting/ storing objects on the base of the table - resulting in damage to the table's electronics, which in extreme cases can cause inadvertent movement of the table. Such misuse is specifically contraindicated in the labeling of amsco 3085sp surgical tables in steris training regarding the device. This type of misuse is the object of a voluntary field correction initiated by steris corporation on february 23, 2010 (B)(4) of 3085sp surgical tables. As part of the field correction, steris developed and is installing a rigid guard on all tables that protects the electronic switch assembly from contact with table components that can become damaged and impinge the switch assembly as a result of items being improperly stored on the base of the table. Steris has attempted to access the table to perform repairs and install the rigid guard, however, the facility has removed the table from service and declined steris' offer to complete the field correction. The user facility indicated they do not plan to return this table to service. Steris completed an in-service training addressing the proper use of the table and review of the cautions/ warnings found in the labeling of the table and in the operators manual.